Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was implanted on (B)(6) 2008. The impacted product, initially reported as unknown saline, was revealed through the product investigation on 5/28/2019. The impacted product was a mentor smooth round moderate profile 175cc saline prosthesis. Section d has been updated with all of the new information that is available. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on 6/17/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The analysis results showed a tear measuring approximately 3.9 cm located near to the valve. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unknown mentor saline prostheses and experienced bilateral deflation post procedure. The deflation was confirmed through the physician¿s office. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 175cc saline prostheses was performed. The patient has fully recovered with no residual effects. See 1645337-2019-10716 for contralateral prosthesis report.